Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Serf liner and novae cup was used with zimmer stem and head. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. However it is unknown if this incompatible combination contributed to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): - p/n 00811400110 femoral stem l/n 62588002. Unknown serf liner. Unknown cup. P/n 00801802803 femoral head p/n 62549102. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
The patient was revised to address a periprosthetic fracture. No further information has been available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Initial reporter: (B)(6) hospital. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.